Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ needle hub had a hole in it. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
It was performed the DHR, maintenance record analysis and quality notification analysis and one maintenance occurrence was found for this batch. Sample was sent by the customer, and with that it was possible to perform an investigation and determine the root cause for the defect, confirming the complaint. The manufacturing process are validated with defined acceptance criteria. The incident identified by this complaint will be monitored to tendency analysis. The root cause for this failure mode occurred due to one punctual assembly machine failure, according to maintenance records the failure was verified and corrected. Between the stop and corrective maintenance of that machine some part could follow the next process step.

Event description:
It was reported that the bd eclipse needle hub had a hole in it. There was no report of exposure, injury, or medical intervention.